Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was in the 400mg/dl range. The customer states the cannula had been bent. The customer could not troubleshoot or provide further information at the time of call. The customer would call back at a later time.